Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that pocket erosion was discovered during in clinic visit. The implantable cardioverter defibrillator was protruding from the skin. Patient was stable post procedure.

Manufacturer narrative:
Correction: in 2017865 -2019 - 08595 follow-up 3. Awareness date should have been july 26, 2019 and not may 9, 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had a pocket erosion. The implantable cardioverter defibrillator was explanted and replaced. More information was requested but not provided.